Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high results when compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11:50am, the patient alleged obtaining a reading of "286mg/dl." The patient reported using no diabetes medications to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2-3 hours later she developed symptoms of being "shaky and felt like passing out." The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to the alleged inaccurate high readings, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.